Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 15 mg/dl back to back with a result of 150 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter stated that at a different time, another comparative test of about 35 mg/dl was performed back to back with a result of about 180 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.